Manufacturer narrative:
Date of event is estimated. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05491. It was reported that both of the patients leads had migrated. X-ray imaging confirmed the issue. Surgical intervention was undertaken on (B)(6) 2023, where the leads were repositioned. Therapy was restored post-op.